Manufacturer narrative:
E1: Name: Medtronic MinimedCountry: United States of AmericaStreet Address: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380

Event description:
It was reported on (b)(6) 2026 that the patient did not select insertion site as per the IFU (Instruction for use) which led to bent cannula and cause high blood glucose level. The patient managed high blood glucose level with correction via pump.